Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure a stent dislodgement occurred. The 95% stenosed lesion was located in a mildly tortuous and mildly calcified right coronary artery. The physician predilated the lesion with an apex balloon. There were several attempts to cross the lesion with the veriflex (mr) us 20x4.00mm stent, however they were unable to cross the lesion. They removed the device and once outside the patient's body the stent came off of the balloon. A promus stent was used to complete the case. No patient complications were reported and the patient's status is listed as fine.